Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that the reported separation appears to be related to the circumstance of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpackaging of the 2.5x15mm trek balloon dilatation catheter (bdc), the shaft separated; thus, the bdc was not used. Reportedly, there was no resistance during removal of the bdc from the dispenser coil prior to the separation. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 2.5x15mm trek bdc was used to successfully complete the procedure. There was no additional information provided.